Manufacturer narrative:
On (B)(6) 2015 01:16 pm (gmt-5:00) added by (B)(6) ((B)(4)): the oxygenator was cleaned and disinfected with sodium hypochlorite. A visual inspection and a tightness test was performed. Thereby either clotting nor any other abnormality was detected. Furthermore the oxygenator was tested for it's performance and pressure drop performance. Oxygenator. Passed successfully the testing. Therefore failure could not be confirmed. As a further investigation step, a device history record was performed. The product passed all production steps and was not marked as scrap. Therefore no references were found, which are indicating a nonconformance of the product in question. The cause of this failure was determined to not be attributed to a device related malfunction. Based these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Oxygenator was cleaned and disinfected. Furthermore a visual inspection and a tightness test was performed. Thereby either clotting nor any other abnormality was detected. Complaint was forwarded to the qa laboratory for further investigation. Thereby the oxygenator will be tested regarding it's performance. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
"The device was being used during the surgery of avr, ascending aorta replacement and aortic arch replacement. At the end of extracorporeal circulation during the aortic arch replacement (while warming), blood transmission was performed - the back pressure of oxygenator became approximately 80mmhg and the front pressure became over 400mmhg. It wasn't flowing smoothly, therefore, the oxygenator was replaced. (Circulation outage time : 1 minute and 30 seconds)there was no problem for pressure when the pump was started. The flow became unstable just before the replacement. (Pressure went up and down.) No kink was found on the circuit. There was no problem on act one hour before the replacement. (468 second before and 388 second after the replacement) on 10:25 pump started. On 13:29 oxygenator replaced. (3hours after) no adverse effects on the patient" (B)(4).